Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, explanted: (B)(6) 2014, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a neurostimulator battery depletion plus a nonfunctional lead at the time of study enrollment. It was unknown if the patient had symptoms and no additional information was available as this was before study enrollment. Factors that may have led or contributed to the issue remain unknown. No diagnostics/troubleshooting was performed. Actions included a new lead that was implanted on (B)(6) 2014 and a new implantable neurostimulator (ins) was implanted on (B)(6) 2014. The outcome of the issue remains unknown. Relevant medical history includes idiopathic urge urinary incontinence since 2008. No further complications were reported/anticipated.